Event description:
It was reported to philips healthcare that the device displays a leads ECG waveform when leads ECG is disconnected from the device. There was no negative patient impact.

Manufacturer narrative:
(B)(4).